Event description:
A customer reported to baxter (B)(4) that about 1 hour after therapy started, the machine showed minor blood leakage. The leak from the dialyzer was confirmed with a hemostatix test. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). The lot number was provided; therefore, a batch review will be conducted. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed for blood leak. There were no samples or pictures available to evaluate the issue. A batch review was performed, and no issues were found during manufacturing of this lot. The root cause undetermined.